Manufacturer narrative:
(B)(4). An analysis of the data logs from the subject event has been performed. This analysis concluded that the communication error was due to a vigilance device failure, most likely provoked by a misuse of the foot pedal. Then, the multiple 'impossible to load exam' issues described in the complaint description were not recorded on the log file probably because the system did not have enough ram to execute all tasks at the same time. And, finally, the software stopped suddenly writing on log files because the robot was forcefully shut down.

Event description:
Company field service engineer (fse) was present for a biopsy case. During fiducial registration, surgeon was not happy with the rms value. Registration was performed multiple times. When driving to start the 3rd registration attempt, the robot had a communication failure for no apparent reason and had to shut down. Fse restarted the robot and continued registration. Then, after completing registration and driving to the trajectory, surgeon requested to take an o-arm spin to check the placement of the biopsy needle. When fse merged the o-arm spin on the rosa, the first two attempts were not satisfactory using automatic merge. During the third attempt, the software malfunctioned and would only give the message 'impossible to load exam.' After a manual shutdown and restart, fse was able to load the scan without any issues. Shutdowns occurred while patient was under anesthesia and after the first incisions. No patient impact, delay to case was inferior to 5 minutes for each shutdown.